Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : device not returned yet.

Event description:
There was no patient involved. No sound or prompts heard from device.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 22nd november 2011. The device was returned for the reported fault of ¿no sound or prompts heard from device¿. There was no physical damage or marks observed on the device. When the device was disassembled it was observed that the speaker cable was detached from jp5 (speaker) connector. When the speaker was reconnected into the jp5 connector the device was power cycled and all voice prompts were given as expected. During visual inspection there were no defects or abnormalities with the cable crimp or the jp5 connector block. The device passed the final unit test h017-014-204-6 on the 22nd november 2011. The operation of the voice prompts would have been verified at this time. Therefore, it is concluded that the speaker cable became detached after dispatch from heartsine. It is possible that the cable was not seated correctly and became detached during either shipment or during storage of the device due to impact or vibrations, although this could not be verified by other means. Furthermore, the multiple manual power ons were most likely due to the user power cycling the device and not hearing the audible prompts failed to power off the device as the on/off circuity was verified during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. No sound or prompts heard from device.